Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the or for lead revision due to an increase in capture threshold and high pacing lead impedance. Patient previously received an alert for an out of range pacing lead impedance. Lead was capped and replaced.